Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient had an appointment to get the device checked on (B)(6)2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The family member stated that the device "device doesn¿t seem to be working, and the dr put new batteries in the controller but she doesn¿t feel it working". It was further noted that the patient had not been getting symptoms relief since dec. 2017 and that "once she takes fiber at night, she can¿t hold it so she has to run to the bathroom". The patient went to see their healthcare professional (hcp) on (B)(6) 2018 and they changed the batteries in the programmer but did not perform ¿any other investigation¿. The family member stated that after the patient saw the hcp, "it seemed to be working for a few days then it stopped". The patient had ¿it up to 7 and she still doesn¿t feel anything from it¿. The family member/patient were redirected to the hcp for further investigation. There were no further complications reported or anticipated.